Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 182mg/dl, 122mg/dl. Tests were done 5 mins apart with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.